Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #: 1627487-2014-05234. It was reported the pt is receiving inadequate coverage. It was also reported the pt experiences painful stimulation in unintended areas when stimulation is increased. An impedance revealed invalid contacts on one of the pt's leads. Reprogramming to provide resolution was unsuccessful. The pt's doctor alleges a lead fracture. As a result, the pt will undergo surgical intervention.